Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator is giving of a battery failure alarm despite the battery being fully charged. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H11:g5:k102985. H10: the device was evaluated by the customer and a philips remote service engineer. The customer reported that they replaced the battery as advised by a philips personnel. An internal battery test was then conducted following the replacement. The device was reported to have passed the test. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.